Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es auxiliary tower, the tower door was jammed. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch on the tower door needs to be replaced. The field service engineer cleaned the latch switch connections, applied conductive grease to all doors, tightened and reseated the switch connectors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.